Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned to olympus; therefore, a root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the panel button malfunctioned on the high flow insufflation unit. The issue was found during reprocessing. The unspecified procedure was completed with another similar device. The patient was not under anesthesia and there was no delay or reports of patient harm.